Manufacturer narrative:
(B)(4). All available information was investigated and the reported gripper actuation issue could not be performed in the state of the returned device (clip deployed and not returned). A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed due to gripper actuation issues. It was reported that this was a mitraclip procedure treating mixed mitral regurgitation (mr) grade 3. One clip delivery system (cds0602-ntr 80525u132) grasped the leaflets without issue. The gripper arms were attempted to be lowered, however, the arms were not lowering. The gripper lever was moved up and down two times and the grippers eventually came down. This mitraclip was implanted, stable and well seated, at the intended area. Three additional mitraclips were implanted without reported issue reducing the mr to grade 1. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.